Manufacturer narrative:
(B)(4). The customer reported no shock delivered messages during an attempted cardioversion. There was no negative pt impact. The physician used medications to convert the pt rhythm. The complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
This customer reported no shock delivered messages during an attempted cardioversion. There was no negative pt impact. The physician used medications to convert the rhythm.